Event description:
The patient was supported with an acute extracorporeal circulatory support pump system. The patient was on veno-venous extracorporeal membrane oxygenation for respiratory failure. The patient was deeply sedated (not moving) and had good cardiovascular stability. It was reported that the primary console had been pumping normally; however, a system error alarm message occurred. The bedside team immediately prepared for switching the patient to the backup console and motor. Within 3 minutes a second motor stopped alarm occurred and the pump stopped. The patient was immediately switched to the backup unit. During the event the patient''s oxygenation desaturated from 85% to 50%; however, the patient rapidly recovered with no consequences and was reportedly doing fine.

Manufacturer narrative:
The approximate age of the device from the ship date is 6 years. The motor is not a single use device. The device was returned to the manufacturer. The evaluation is not complete. The event occurred at (B)(6). No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported error messages and pump stoppage were confirmed during the analysis of the log-file. The returned motor along with the returned primary console (serial number (B)(4)) were functionally tested and no faults could be reproduced. The motor and the primary console functioned as intended during the analysis. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.